Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter had "partial loss of aspiration." An angiojet® solent¿ proxi was selected to treat a chronic clot in an av fistula. The catheter was "activated in a patent vessel with free flowing blood" and they "couldn't get good blood return." The fluid being returned/aspirated was described as a "light pink fluid." The catheter was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's condition was reported as "fine."